Manufacturer narrative:
(B)(4). The customer returned a 2-lumen catheter, lidstock, spring wire guide and other various components for evaluation. The guide wire was returned in two separate pieces. Visual inspection of the guide wire revealed the core wire was separated around 18mm from the distal weld. The core wire was still attached to both the distal and proximal welds. The coil of the guide wire was also observed to be separated near the point of separation of the core wire. No kinks or other defects were observed on the wire or other returned components. The point of separation measured 18mm from the distal end. The total length of the core wire measured 679mm which is with specification of 678-688mm per product specification. This means that no pieces of the guide wire were left behind. The outer diameter of the guide wire measured 0.850mm which is within specification of .838-.877mm per product drawing. The returned catheter was flushed with water to functionally test the catheter. The catheter functioned as expected. The returned guide wire was inserted through the returned catheter with minimal resistance. Tug test confirmed the proximal weld was intact. A tug test was also performed on the distal weld, the coils started to separate however the weld is still intact. A DHR review was completed with no relevant findings. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The customer report of a separated guide wire was confirmed by complaint investigation of the returned sample. The guide wire was fractured about near the distal j-bend of the spring wire guide. The damage was consistent with undue force being applied to the guide wire body. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for separated guide wire complaints. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked after patient use.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg separated.

Event description:
The customer reports that the swg (spring wire guide) kinked after patient use.